Event description:
The customer reported that their device would no longer power on. Additionally the customer indicated that the charge-pak and attention icons were illuminated.there was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The contract service representative evaluated the device and verified the reported device issue. The contract service representative notified physio-control that they advised the customer to replace the device due to restrictions on repair and that the device is out of warranty. It is unknown if this device will be returned to physio-control for evaluation. The cause of the reported device issue could not be determined.